Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, it is possible that interaction with the heavily calcified and moderately tortuous anatomy resulted in the reported stent material deformation; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. As reported, a balloon catheter was used to post dilate the stent. The patient remained hospitalized and a second procedure was performed the next day where an absolute pro was implanted. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a heavily calcified and moderately tortuous lesion in the superficial femoral artery (sfa). The 5.50x80mm supera self expanding stent system (sess) was advanced to the target lesion. After deployment it was noted the proximal end of the stent was damaged. A balloon catheter was used to post dilate the stent. The patient remained hospitalized and a second procedure was performed the next day where an absolute pro was implanted. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.